Event description:
It was reported surgical intervention was undertaken to explant and replace the patient's ipg. The issue has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced problems communicating with the ipg via the charging system. Further interrogation revealed the patient's ipg was depleted as attempts to communicate utilizing a different charging system and programmer proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.